Event description:
It was reported to manufacturer by the vns patient that the magnet is not working to turn off the vns device. It was noted that the patient has not had the vns device checked for a long time. The patient was referred to a new physician to make an appointment, however, further follow up with the site indicated that the patient has not made an appointment at this time. It was also noted that the patient is not able to locate the magnet in question at this time. Food faith attempts to obtain additional information to the referring physician have been made, but have been unsuccessful to date.